Event description:
It was reported via repair work order that the head right siderail was stuck down due to a corroded timing link with fluid intrusion. It was further reported that the main power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.